Event description:
Dr was removing disk with angled pituitary grabber, when it broke off in wound. Grabber was removed from field. Dr was able to find and removed broken piece. The piece matched the broken grabber. An x-ray was obtained and showed no remaining metal.